Manufacturer narrative:
(B)(4).

Event description:
It was reported that this event occurred prior to procedure. After opening the packaging and inspecting the product in order to begin the procedure, the user observed that the tip of the swg was damaged. As a result, a new kit was opened and used successfully. There was no reported delay, harm, complication, death, or injury as a result of this occurrence.